Event description:
Reportedly, during a standard follow-up on (B)(6) 2018, all fields on the patient screen were found to be blank. The operator re-entered the information in those blank fields. A review of the patient data revealed that the fields on the patient screen were already blank at the last follow-up in (B)(6) 2018, but information was still displayed at the follow-up in (B)(6) 2017.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a standard follow-up on 13 august 2018, all fields on the patient screen were found to be blank. The operator re-entered the information in those blank fields. A review of the patient data revealed that the fields on the patient screen were already blank at the last follow-up in february 2018, but information was still displayed at the follow-up in october 2017.